Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was reprogrammed by a field rep in (B)(6) 2010. The pt went home and turned stimulation off. Since then, he was not able to turn stimulation back on. The pt was seen by the field rep approximately 2 months later. The implantable neurostimulator was in a power on reset condition. Once the power on reset was cleared, the pt started to feel stimulation, but stated it felt like a shocking sensation. The battery voltage was ok. The hcp planned to replace the implantable neurostimulator and check connections during revision surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.